Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 10-april-2024, it was reported that the patient encountered six infusion set cannulas kinked events within 3 hours of insertion. The infusion set was in use for 1.5 to 2 days. The site of insertion was abdomen. Patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.